Event description:
Pt contacted (B)(4) to initiate claim. Pt reported revision surgery. Reason for revision is unk. No further info is available at this time.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search and/or a review of device history records were not possible as the necessary product/lot code combination was not provided. The investigation could not draw any conclusions regarding the reported event. Although the root cause cannot be determined, it is known that the asr platform was voluntarily recalled in 08/2010 following an hhe (health hazard evaluation). Further analysis regarding the asr product family will be documented, as determined pertinent, in wwcapa (B)(4) . Based on the inability to determine a root cause, the need for further corrective action is not indicated at this time. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.

Manufacturer narrative:
The report states: patient contacted (B)(4) to initiate claim. Patient reported revision surgery. Reason for revision is unknown. No further information is available at this time. Dor: (B)(6) 2010 (left side). Update (B)(4) 2011 - litigation papers allege patient developed a mass on her thigh known as a pseudo tumor, the asr system created metallic debris, and/or loosened from patients acetabulum, causing an inflammatory process and bone deterioration and loss (acetabular bone loss). It is also alleged the patient sustained severe pain, the device inhibited her ability to walk, and patient required a revision surgery. Doi: (B)(6) 2008 - (B)(6) 2010. Patient is a resident of (B)(6). Update: patient was revised to address pain, loosening and metallosis. The sales rep was aware of this information at the time of revision; however, it was reported to depuy late and is now being updated to the complaint. An additional product page was added to the complaint. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.